Event description:
It was reported that the guide wire would not exit the distal tip of the recanalization catheter. Reportedly, the tip of the catheter seemed to be off center. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the tip was examined under magnification (microscope 10x). The outer catheter and the guidewire lumen had become separated from the metal tip. The guidewire lumen was protruding from the outer catheter. As a result of the separation, the distal metal tip appeared off center from the rest of the catheter. Outer catheter bunching was observed at the distal tip. The catheter appeared to be flattened starting 10.5cm from the distal tip and continued proximally for 5.0mm. Flattening of the catheter was also observed starting 29.1cm from the distal tip and continued proximally for 1.2cm. The investigation is confirmed for material separation as the outer catheter an guidewire lumen had become separated from the metal tip. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.